Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown non-obstructive urinary retention. It was reported that the patient stated that the they had pain. Discomfort started at pocket site about a month and a half post implant. They stated they felt movement of the device in the pocket. Upon opening the pocket the surgeon noted that the battery had healed in an orientation not parallel with the patients skin. A new pocket was created and a tyrx pouch was used. The issue was ongoing. Patient mentioned medical history - allergies to tramadol, ibuprofen, benzaloniom.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. It was reported that the patient underwent a pocket revision (B)(6) 2025 to resolve the issue. The rep stated that as it was only one day post operation, they were not aware if the patients' pain had been resolved, but the underlying cause of the pain (the battery having healed and thus sitting in the pocket at an inappropriate angle) has been resolved surgically.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.